Manufacturer narrative:
The tech discovered that the prongs in the utv junction box were bent. He replaced the junction box to repair the bed.

Event description:
Info received indicates the nurse call is not working.